Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt. See scanned pages.

Event description:
The product was in two pieces when taken out of packaging.